Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved and the device meets manufacturer specifications and was returned to the customer. Results of investigation: the vyaire failure analysis laboratory received the suspect main pcba for investigation. An evaluation was performed the reported event could be confirmed and duplicated. The pt 801 has failed. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there was no patient involvement associated with the event.